Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty circuit board (identified within the device as the "cr" board). A further cause of this fault could not be presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the high flow insufflation unit had a black screen. The issue was found during reprocessing, the intended therapeutic laparoscopy was completed with a similar device, and without delay. The patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the screen experienced a blackout due to a defective pressure sensor / pressure sensor circuit board. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.